Event description:
It was reported that the customer was out of her reservoir and quickset supplies. Customer stated that she had a bent needle when she changed her set. Customer's blood glucose level was at 500 or 600 mg/dl. Customer stated that she was jittery and the insulin pump fell and pulled the infusion set out of her body. Customer's current blood glucose level is 337 mg/dl. Customer used pump to treat her blood glucose levels. Customer declined troubleshooting at this time. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.